Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking where the drip chamber meets the tubing. This was observed after priming the set with an unspecified chemotherapy drug. It was further described as ¿it was not sealed at the junction point causing a slow leak¿. The treatment continued using new a set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the assembly of the tubing into the drip chamber is not according to the drawing. Pressure and clear passage under water testing was performed and a leak was observed between the assembly of the tubing and the drip chamber. Dimensional test was performed and the tubing was according to specification. The reported condition was verified. The cause of the condition was due to a improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.